Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -14.00/2.00/085 (sphere/cylinder/axis) implantable collamer lens was implanted into the left eye (os) (B)(6) 2023 the lens was explanted due to lens tear/break during injection/delivery into the eye with no patient injury. A replacement lens was later implanted and the problem resolved.